Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The unit was received with a full complement of staples. The pusher was partially advanced. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advanced pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open lobectomy procedure. The surgeon clamped the pulmonary artery and tried to fire the device, however, could not. Normally removed the device from the artery and replaced by a new device. The firing was completed with no problem. There was no patient harm. The status of the patient is no problem.